Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the trh30 reload staple cartridge was inspected before reloading into a tlh. Two staples were missing from the cartridge. A new trh30 was used to complete the case. There was no consequence to the pt.